Event description:
It was reported the right ventricular (rv) lead pacing impedance had doubled over the last 6 months. The rv pacing impedance had steadily risen from (B)(6) 2013 until today but appeared to have plateaued over the last couple of weeks. It was also reported the rv lead exhibited elevated threshold and a possible fracture. The patient will be meeting with the physician for possible explant and lead replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated a lead impedance was beyond the expected upper range and the impedance trend was rising.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154vwc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2006. (B)(4).

Event description:
It was further reported that the rv lead exhibited high impedance. The rv lead was explanted and replaced.

Manufacturer narrative:
Product event summary: a partial lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.